Event description:
Boston scientific received information that high pacing impedance measurements with loss of capture were observed on the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead. The right ventricular (rv) lead measurements were within range. The device was reprogrammed. Additionally, the physician was going to decide if the device was going to be replaced during the next follow up since the device was close to elective replacement indicator (eri). No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.